Event description:
It was reported the patient is unable to communicate with his ipg using external devices. The patient lost charge in his ipg 2 months ago and is now without stimulation. An sjm representative met with the patient and confirmed the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.